Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a high hr alarm did not alarm for the patient in bed 10 on (B)(6) 2017 at 15:30. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.